Event description:
Post-op infection. Absorbable hemostatic fluid gelatin was used to treat bleeding during the surgery. The surgery went smoothly, but the patient experienced recurrent fever and difficulty moving after discharge. The anti infection treatment had poor control effect. A lumbar MRI examination showed postoperative changes in the lumbar spine, with abnormal signals at the relative edges of the l5 and s1 vertebrae suggesting the possibility of infectious lesions. On the 38th day after surgery, the patient was admitted to the hospital with the suspicion of "possible lumbar disc infection". After admission, complete relevant laboratory tests: blood routine ((B)(6) 2025): white blood cell count: 2.83 * 10 ^ 9/l? Erythrocyte sedimentation rate: 73mm/h? C-reactive protein: 15.76mg/l? Previous blood culture and identification results were negative. After admission, the patient was given anti infective treatment. After completing preoperative examinations, surgery was performed on the second day after admission. After debridement, the wound was thoroughly washed and disinfected. Subsequent general bacterial culture and identification results indicated burkholderia cepacia infection. After surgery, intravenous infusion of cefoperazone sulbactam and levofloxacin sodium chloride injection was administered for anti infective treatment based on drug sensitivity results and consultation opinions. Event date: 04/27/2025. Procedure date: (B)(6) 2025. Follow-up information was received stating: --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.